Event description:
It was reported that a user sought assistance connecting a libre 3+ sensor to an ilet system, and troubleshooting confirmed a use-of-device problem because the user was actually using a libre 3 sensor, which is incompatible with the ilet¿s libre 3+ integration; no specific device component was implicated. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem consistent with attempting to pair an incompatible sensor, aligning with a use-of-device problem and with no applicable component term. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and user device selection error and product incompatibility.